Event description:
It was reported that this lead was capped due to oversensing approx. 20 months after the implantation. Subclavian crush was suspected. The lead remains in patient. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.